Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's neurostimulator showed an end-of-service (eos) message and was in its third overdischarge condition. No x-rays were taken or impedance testing performed. Follow up information received that the patient subsequently had the rechargeable neurostimulator replaced with a non-rechargeable model. If further information becomes available, a follow-up report will be sent.